Manufacturer narrative:
Investigation was completed. Based on the information provided, the root cause was due to operator error. It appears that the operator printed a label of a patient who was not an inpatient but registered in the hospital¿s system. The incorrect printed label was placed on a sample and scanned by the operator. The results transmitted to the lis system and were transferred to the wrong patient. It was discovered that both patients had similar ids that had 1 digit different. The rp500e is performing as intended.

Event description:
The customer reported that on (B)(6) 2025 @ 18:06 a barcode label was printed for a patient (ID: (B)(6) who was registered in the hospital system but was not an inpatient. The label was placed on a sample for an inpatient (ID: (B)(6). The issue was discovered by the physician as there were no results in the inpatient's chart because results were transferred to wrong patient. Account numbers: (B)(6) (not inpatient), (B)(6) (inpatient). There is no report of injury due to this event.